Manufacturer narrative:
Gbo complaint (B)(4). No samples were returned for evaluation. We have no further inventory of the material/batch. We have no further complaints on the material/batch. A check of quality records shows no deviations related to the reported event. The complaint cannot be determined.

Event description:
Customer states that they obtained erroneous pt result of <8.8 on three patients. The facility uses dade innovin pt reagent and siemens ca 560 analyzer. After troubleshooting possible reagent and analyzer problems, siemens technical support instructed the customer to try using a different lot number of tubes. All three patients were recollected using a different lot number of tubes and gave acceptable results. None of the erroneous results weer reported. The remainder of the lot in question was discarded.